Event description:
Customer reported a balloon rupture at 16 atm. No patient injury reported.

Manufacturer narrative:
Unit has been requested from the customer, has not been returned as of 08th november 2018. Additional manufacturer narrative: the unit was not ultimately returned by the customer. A review of the batch history records and process controls has been carried out. The units were processed to the correct validated parameters. All units from this batch were subjected to a 100% final inspection process, including 100% wet leak testing. All units were inspected under a 10x vision system and all observed defective units were removed. All manufacturing operations were completed by fully trained operators. All components used in the manufacture of this batch are consistent with that used on all pta uhp products. The current inspection & testing controls in place are deemed effective. All associated batch records have been reviewed and no anomalies or unusual data readings have been noted during this investigation. The customer has not informed surmodics of any other suspected lots. No unit has been returned for evaluation therefore this complaint is unconfirmed and the root cause inconclusive. Corrected data in follow-up #1: section b1: "adverse event" was incorrectly selected, this has been corrected to select "product problem" instead. Section d1: a incorrect device brand name "dynamis" was provided, this has been updated to the correct brand name "first choice uhp". Section e1: the initial reporter was incorrectly identified as being the manufacturer, this has been updated to include the details of the distributor who was the initial reporter.

Event description:
Follow-up report to submit additional information not known at time of initial submission

Manufacturer narrative:
Unit has been requested from the customer, has not been returned as of 08th november 2018.

Event description:
Customer reported a balloon rupture at 16 atm. No patient injury reported.